Event description:
An endurant iis stent graft system was implanted in the patient for the endovascular treatment of a 65 mm diameter abdominal aortic aneurysm. During implant, the proximal aortic neck was measured 32 mm in diameter and was 12 mm in length with an angulation of 45 degrees at implant. There was moderate vessel tortuosity. It was reported that the three month follow up CT, revealed there was a proximal type I endoleak. The physician elected to implant aptus endoanchors to resolve the endoleak. However, a proximal type I endoleak was still visible on the final angiogram. No further intervention was taken. Per the physician, the cause of the proximal type I endoleak was due to patient anatomy of a posterior bulge in the aortic neck preventing adequate seal. No additional sequelae were reported and the patient is being monitored by the physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.